Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous and severely calcified lesion in the distal rca exhibiting 98 % stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues removing the device form the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported the stent was not able to pass the lesion and that the stent was deformed during positioning. No patient injury was reported.